Event description:
A service technician reported an infusion pump with an 810:02 failure code that was found in the device's event history during repair in the service shop. An attempt has been made to contact the facility's central supply, but no information has been obtained regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention, patient injury, and whether or not the device was in use on a patient when the failure occurred.